Event description:
Was placing a midline catheter size 20g, 8cm into patient's right upper arm using brachial vein under ultrasound. While placing catheter I noticed catheter was meeting resistance during threading of catheter, I immediately withdrew entire powerglide pro midline catheter kit I was using out of arm. Prior to placing in sharps I checked powerglide pro kit to ensure everything was intact and noted approx. 3 cm of catheter was missing off the needle. Doctor and interventional radiology was notified stat.